Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retained devices of lot t15063n. No issues with recovery were observed and the product performed as expected. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Unable to determine the root cause of the complaint. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported discrepant tni results on triage sob vs. Unknown lab method. Patient symptoms: general heartburn, dyspnea after physical activity. Patient diagnosis: nstemi, three vessel coronary disease. Treatment: stent, bypass surgery (based on unknown lab result and general condition).